Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.(B)(4)

Event description:
It was reported the patient was unable to establish communication between her ipg and charger. It was determined the patient's ipg was tilted in the pocket, which caused difficulty for the charger to connect to the ipg. Subsequently, the patient underwent surgical intervention on (B)(6) 2015, where the pocket site was flattened and made more shallow. It was noted the reported issue has now resolved.